Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ea18 rfr is removed. Downgrading the case to not reportable as it was not alleged.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly. The customer reported a blood glucose value of 650 mg/dl. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis, hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, manual injection/insulin pen. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer was unable to remove/change the infusion set. The customer declined to check the pump settings. No further patient complications were reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly and was hospitalized for high bgs/dka found on (B)(6) 2024. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged pump/transmitter communication anomaly found on 27-jun-2024. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged low bgs found on (B)(6) 2024. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged high bgs found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged high bgs found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2023. On case-(B)(4)4, svn#: (B)(4)- customer returned pump for an alleged high bgs found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2023. On case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged possible under delivery anomaly, no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08785 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 10-sep-2023, 11-jul-2023, 24-mar-2023 and 26-feb-2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm and unexpected pump error(s)/alarm(s) 1 week prior to the event dates of 10-sep-2023, 11-jul-2023, 24-mar-2023 and 26-feb-2023 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 24-jun-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 24-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 1201000 (120.1 u). Dailytotalofbasalinsulindelivered: 179500 (17.95 u). Dailytotalofbolusinsulindelivered: 1021500 (102.15 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 24-jun-2024 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 10:45:00.000. Lostsensor1alert (780) was found on: (B)(6) 2024 12:57:00.000, (B)(6) 2024 13:41:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 14:00:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2024 14:51:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 15:17:01.000. Insert battery alarm was found on: (B)(6) 2024 01:40:13.000, (B)(6) 2024 01:42:58.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 01:40:05.000, (B)(6) 2024 01:42:30.000, (B)(6) 2024 01:42:40.000. Replace battery alert was found on: (B)(6) 2024 00:48:00.000. Replace battery now alarm was found on: (B)(6) 2024 01:19:00.000, (B)(6) 2024 01:29:00.000. Power loss alarm was found on: (B)(6) 2024 01:55:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 6:58:59 am. There was no power data available for the event date of 20-jun-2024 and 21-jun-2024. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, failed battery alert/battery failed alarm, replace battery alert/replace battery now alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs/dka. Customer alleged for possible over/under delivery anomaly was not confirmed. Customer alleged for pump/transmitter communication anomaly was not confirmed. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.